Event description:
Additional information received reported there was an "error code - hand unit was not plugged in" and there was a temperature probe error. The device was plugged into another generator and the same issues were observed. It was noted the problem occurred before the start of procedure but it was also noted the device was used in the patient. No patient injury was reported.

Event description:
It was reported that at the beginning of treatment, a "code 14 replace handpiece" was seen. The reporter stated that the handpiece was removed, they power cycled the machine, and restarted. After doing this three times, the generator changed from error code 14 to code 11. It was reported that at that time the doctor elected to cancel the procedure and reschedule. It was noted that the handpiece would need to be replaced. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8929, lot# 118747. Product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the prostiva hand piece revealed bent connector pins.